Event description:
It was reported that there was high threshold and varying to high impedance on the right ventricular lead. This was suggested to be caused by either a lead fracture or a loose connection. No action was taken as the patient was reported to have limited life expectancy due to cancer. The lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.